Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2001 and mesh was implanted into the patient. The patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4): the patient underwent mesh implantation in order to treat cystourethrocele. The patient underwent the concurrent procedure of laparoscopic assisted vaginal hysterectomy during mesh implantation. It was reported that after implantation the patient experienced pain, infection, recurrence, bleeding and urinary problems. It was reported that due to infection the patient underwent excision of the mesh on (B)(6) 2003. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
Date sent to FDA: 11/23/2016.